Manufacturer narrative:
Product complaint # ==> (B)(4). No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. ((B)(4)) used to capture the surgical intervention. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr revision, asr xl, left hip, reason for revision: pain. Doi: (B)(6) 2009 - dor: (B)(6) 2019.